Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic tore while implanting into the patient's right eye. The incision was enlarged to removed the lens and sutures were used. The same model lens was implanted as a back-up the patient's prognosis is "good, treatment with topical antibiotic/steroid."

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.